Event description:
It was reported that this right ventricular (rv) lead capture thresholds rose and after x-rays, it was found that it was dislodged. A revision was performed and upon repositioning this rv lead, the pacemaker setscrew came out of the header and was stuck on the end of the wrench. The physician decided then to replace the pacemaker with a non-boston scientific product and reconnected this rv lead. This product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 (device codes) - connection problem was removed. B5 (describe event or problem) - the complaint description was corrected to be more accurate about the setscrew anomaly.

Event description:
It was reported that this right ventricular (rv) lead capture thresholds rose and after x-rays, it was found that it was dislodged. A revision was performed and upon repositioning this rv lead, the lead came out of the pacemaker header and was stuck on the setscrew. The physician decided then to replace the pacemaker with a non-boston scientific product. This rv lead was reconnected to the new pacemaker and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead capture thresholds rose and after x-rays, it was found that it was dislodged. A revision was performed and upon repositioning this rv lead, the lead came out of the pacemaker header and was stuck on the setscrew. The physician decided then to replace the pacemaker with a non-boston scientific product. This rv lead was reconnected to the new pacemaker and remains in service. No additional adverse patient effects were reported.